Manufacturer narrative:
Patient demographics, such as patient age, date of birth, sex or weight, were provided. The beckman coulter (bec) field service engineer (fse) performed an aspiration test and noted aspirate probes one (1) and two (2) were not aspirating correctly. The fse replaced the peristaltic pump tubing. The fse performed a passing system check, high sensitivity system check and fifteen (15) replicate access accutni+3 precision run. The cause of the non-reproducible access accutni+3 results was due to a hardware malfunction. The worn peristalic pump tubing was not allowing for acceptable aspiration of the reaction vessels. All mdrs associated with this report: 2122870-2016-00144; 2122870-2016-00145.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay for three (3) patients. The customer reanalyzed the samples from two (2) patients on the same unicel dxi 800 access immunoassay system and obtained discrepant results, above and below the normal reference range of the assay. The customer reanalyzed one (1) sample on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. Mdr2122870-2016-00144 addresses the results obtained on (B)(6) 2016. Mdr2122870-2016-00145 addresses the results obtained on (B)(6) 2016. The customer reported the elevated access accutni+3 results were not reported outside the laboratory. There was no report of change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Level one (1) quality control (qc) was within the laboratory's established ranges prior to and after the reported event. Level three (3) qc was outside the customer's established ranges on (B)(6) 2016 but was within range upon repeat. After noting the non-reproducible access accutni+3 results, the customer changed the duckbill and performed a system check. The system check failed the washed, washed %cv and washed efficiency portions. Beckman coulter (bec) customer technical service (cts) assisted the customer in inspecting the aspirate probes and associated peristaltic pump tubing. The customer did not note any issues. Cts advised the customer to change the aspirate probes and repeat the system check. The customer changed the aspirate probes and repeated the system check. The system check failed the washed, washed %cv and washed efficiency portions. Samples are collected in plasma separator tubes. Samples are centrifuged at an unknown speed for eight (8) minutes. There was no report of sample integrity issues.